Manufacturer narrative:
A review of the information made available confirmed that insufficient information had been provided to complete a complaint investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.

Manufacturer narrative:
A review of the information made available confirmed that insufficient information had been provided to complete a complaint investigation.the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.

Event description:
Report of formal claim received from (B)(6). Patient implanted with pinnacle ceramic on metal articulation in 2009. No confirmation of revision received. Reasons for potential revision are pain and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. ***addendum added 11 sep 2015 *** the complaint was reopened as medical records were received. The x-rays were reviewed by bioengineering and a report was received stating (see attached) per wi-7915, all x-rays with implants were reviewed (date of scan is not clear in some images). No implant fracture or disassociation was noted. No further actions are identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.